Event description:
It was reported that during an unspecified diagnostic procedure, the image from the gastrointestinal videoscope disappeared completely and the monitors turned black which resulted in a procedural delay of greater than 30 minutes. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6. The reported procedural delay of greater than 30 minutes was initially conservatively reported as a serious injury, and no additional information was able to be obtained from the customer. The h6 medical device problem reported would not cause or contribute to a death or a serious injury if it were to recur. The device underwent a visual inspection and functional tests, and the customer¿s allegation was not confirmed. The device met all specifications regarding image functionality. Based on the investigation, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.